Event description:
It was reported to boston scientific corporation that a sensation polypectomy snare was used during a polypectomy procedure (date unknown). According to the complainant, while attempting to cauterize a polyp, it was difficult to cut with the snare, and the polyp bled more than was expected. The complainant reported that the generator (manufactured by a competitor) used in the procedure was not operating properly, but further information was not available. After removal of the polyp, the procedure was completed by using hemoclips to stop the bleeding. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - no code available (difficult to cut). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)